Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 21204451/ 21680425.

Event description:
It was reported that patient was experiencing inadequate stimulation and pain at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility.